Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A nurse (rn) contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the rn had found a system error 2367 (air in the cassette) in the alarm log. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367 alarm. The complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the alarm.